Event description:
While wearing the external equipment, the pt reportedly experienced an overly loud sensation followed by no sound perception. In 2005 the pt was seen by a company rep. For device evaluation. Testing performed confirmed that the device was not functional. The decision was made to explant the device. Surgery to explant the pt's device was scheduled.